Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.

Event description:
On 5/8/2023, it was reported by a distributor via sems that the screwdriver tip bent and a piece broke off inside an ar-8740-50h standard compression ft screw. This was discovered during a left hip procedure on (B)(6) 20203. The screw was removed with the broken piece from the driver. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.